Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: an issue regarding one of our bd 22g autoguard insyte blood control needles has been brought to my attention by one of our mcc infusion nurses. It was noted by the nurse that the retractable button malfunctioned and did not retract while the needle was inside the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one photograph was provided for investigation. The photo showed a 22g insyte autoguard device within a biohazard bag. The unit label was present. The needle cover was over the catheter and needle. The axis of the needle cover did not appear to be aligned with the axis of the barrel, which indicates that either a component was bent or the needle cover was slightly askew. The needle had not been retracted. It could not be determined if the safety mechanism was functional. As the provided photograph supported the complainant¿s description of the reported event, the complaint was confirmed; however, the root cause could not be determined from the photo. Needle retraction failure can occur if the spring is bound, the needle hub or grip are damaged, or if adhesive is inadvertently applied between the components of the safety mechanism; however, without the physical sample, the root cause could not be determined. Investigation conclusion(s): the complaint of ¿needle retraction failure¿ was confirmed. Probable root cause(s): undetermined. The DHR for lot 3251080 was reviewed. No related quality issues were found. Complaints received for this device and reported condition will continue to be tracked and trended.